Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that insyte needle pierced the catheter. It was reported that catheter that has edges on the distal body when penetrating the skin, the needle is swept away and comes out, vein target lesion. Catheter presenting edges on the distal part of the body as it penetrates the skin and comes out of the needle has caused lesions in the vein of the patients. Additional information received on (B)(6) 2026 were multi punctured that presented hematomas and phlebitis, therefore I would like to kindly request to ask for the corresponding follow-up to said report, as well as information on the current status of the investigation and the actions implemented for their attention.